Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum of a patient on an unknown date.according to the complainant, the wallflex enteral duodenal stent was implanted within the duodenum. Post procedure, tissue ingrowth through the stent was confirmed. Therefore, a second duodenal stent was placed inside the blocked stent.there were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A device history record (DHR) and a review of similar complaints could not be performed as the device upn and lot number is unknown. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Stent occlusion due to tumor in-growth through stent is listed in the dfu for this product as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.